Manufacturer narrative:
A (B)(4) svc engineer performed a sys svc check of the veris monitor on (B)(4) 2013 and the unit was found to be operating to specification. The ECG lead set that was in use at the time of the reported event was returned to (B)(4) quality assurance product analysis. Visual examination concluded that the ECG lead set was in good overall condition with no evidence of product malfunction. The site communicated to (B)(4) svc that they did not feel the veris monitor contributed to the reported event. Our clinical investigation determined that the pt's abdomen was in direct contact with the upper surface of the bore of the magnet used for imaging, with only a sheet and a t-shirt used as insulation rather than sufficient separation or insulation from the bore of the magnet. The reported burns were most likely attributable to inadequate insulation of the pt's skin surface from the bore of the magnet. The site accepted and rec'd add'l application training on (B)(4) 2013. The veris monitor has been in use since the reported incident.

Event description:
The site reported the following to a (B)(4) rep: a pt underwent an MRI scan of the cervical spine and right shoulder to evaluate for headaches, right shoulder and neck pain. The scan was performed while under sedation to provide comfort measures for pain and claustrophobia. The (B)(4) monitor was used to measure the following vital signs; pulse, oxygen, ECG and blood pressure. The exam was completed without event. Post procedure, the pt noticed an area of skin that was red, raised and painful that ran horizontally along the navel area. The pt suffered second degree burns to this area and was treated with silvadene cream.